Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : upon receipt of the sets the instruments were checked and it was confirmed that the following two instruments are damaged and do not connect together. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that there was no damage or defects with the glenosphere inserter tip. The allegation of unable to assemble cannot be confirmed. A dimensional inspection for the glenosphere inserter tip was not performed as it is not applicable to the complaint condition. A functional test was performed with the mating device baseplate inserter rod, and the devices were able to be assembled properly. The overall complaint was unconfirmed as the observed condition of the glenosphere inserter tip would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
It was reported that the device is damaged and will not connect.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.